Event description:
The customer reported a battery capacity issue where there was an inadequate low battery warning.

Manufacturer narrative:
(B)(4). The customer reported a battery capacity issue where there was an inadequate low battery warning. There was no reported pt involvement. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.